Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The customer¿s blood glucose level was 149 mg/dl. The customer stated that battery cap was neither damaged nor corroded. The troubleshooting was performed for the blank display and the display did not returned. The insulin pump will be returned for the analysis.